Event description:
The preliminary findings on the ECG report indicating a pacemaker malfunction was incorrectly reported to the physician as a result from an internal fault of the device. Irhythm became aware of this issue on 06/19/2015 subsequent to an internal investigation.

Manufacturer narrative:
Device evaluation: the incorrect preliminary findings resulted from issues with the patch's onboard clock caused by an internal fault. This uncommon fault also likely contributed to the device's premature shutdown during patient wear.